Manufacturer narrative:
The device has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
A dacapo power pack was returned due to electrolyte leakage. However, no injuries were reported.